Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple supplemental MDR reports were filed for this event. Please see associated reports: 0002023141-2021-01317-1, 0002023141-2021-01316-1 and 0002023141-2021-01319-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: tyoe of investigation codes were added: 4110 and 3331. H10: narrative/data was updated. DHR review was completed for the subject lot numbers (1241087, 1240892, 1237072 & 1242291). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1241087, 1240892, 1237072 & 1242291) (complaint category keywords : unable to place implant into osteotomy) for similar event and one other complaint was identified for lot number 1242291. However, there is no existing nonconformance/CAPA/hhe/d/ie/product hold against the reported device or any evidence that suggests that the device did or could cause or contribute to the reported events. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (unable to place implant into osteotomy) or for the reported devices (tsvtwb10, tsvwb13, tsvb13 & tsv4b13). As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.xist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Fax number and last/given name unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor attempted 4 different size implants and could not achieve primary stability, so the site was bone grafted for future placement.